Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed. The cracked dso seal was noted. As a result, dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer was reported that the device had alarms or sounds were not loud enough. There was no patient involvement. Evaluation of the returned device identifies the crack on downstream occlusion (dso) seal. This led to interruption of therapy while in use.